Manufacturer narrative:
Corrected data: upon further review, it was noted that section h6 was addressed inappropriately and manufacturing records review information was not provided in the initial MDR report. Therefore, this supplemental filing is to correct section h6-type of investigation by adding codes 3331 and 4109 as well as providing the manufacturing records review data. The following sections have been updated accordingly: section h6-type of investigation: 3331. Section h6-type of investigation: 4109. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes section d9 - date returned to manufacturer: april 14, 2025 section h3 - device evaluated by manufacturer? Yes device evaluation: visual inspection under magnification was performed on the suspect product. The plunger rod was found fully advanced. Viscoelastic residue was observed to be evenly distributed throughout the cartridge. No issues were identified with the cartridge tip or cartridge. The lens module was inspected revealing no issues. Device assembly was inspected revealing no issues; viscoelastic residue was identified below the lens module indicating that an excessive amount of ophthalmic viscosurgical device (ovd) may have been used which could contribute to the complaint issue reported. The plunger rod and plunger rod advancement were inspected revealing no issues. No lens was received for evaluation. Therefore, no further analysis could be performed. A video provided by the customer was evaluated. The video provided showed a lens delivery using a simplicity handpiece (model dcb00v). It was noted that the trailing haptic was trapped between the cartridge and the pushrod tip, after full extension of the pushrod into the eye. It was also noted that the trailing haptic was untucked prior to further advancement of the lens from the cartridge into the capsular bag. Without inspection of the handpiece prior to lens advancement and observation of technique to advance the lens, it is difficult to determine the root cause. The complaint issue "delivery issue" could not be confirmed during product and video evaluation. The other observed issues could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction were found. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a5: unknown, as information was requested but not provided. Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - email address: unknown, as information was requested but not provided section e1 - telephone number: (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when the preloaded monofocal intraocular lens (iol) was implanted, the trailing haptic extended and was stuck between the cartridge and the plunger. The trailing haptic came out and the iol was implanted. Through follow-up, we learned that the physician released the haptic using tweezers. No patient injury was reported. No medical intervention was required. No further information was provided.